Manufacturer narrative:
The device history record was reviewed for the suspected contour next test strips and no manufacturing anomalies were found.

Event description:
A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. The dimensions of the carton make it difficult for a vial cap to open after packaging when the box is sealed. The customer provided photos but neither shows the cap being opened or any indication of the vial in the box with the open lid. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The device identifier # was left blank as it could not be determined based on the available model #.

Event description:
The customer from (B)(6) reported that she received two bottles of the contour next test strips and one of the bottles was already open. There was no allegation of an adverse event. Replacement test strips were sent to the customer. The device is not expected to be returned for evaluation.